Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable, due to cable damage . Customer used an alternate usb cable and the pump charged successfully. The customer¿s blood glucose 160 mg/dl.